Manufacturer narrative:
(B)(4). It was originally reported that the customer heard end tones during sealing. However, it was later confirmed that error messages, or regrasp alarms, were heard. Regrasp alarms indicate to the user that the seal cycle was not completed. Investigation results for the subject incident concluded that the device generated prolonged regrasp alarms when activating at the tip of the jaws only and sealed normally from the center of the jaws to the back of the jaws. The root cause of the reported incident is attributed to the jaw supplier related to the jaw gap being unparallel due to an unevenly drilled pivot hole causing the jaws to become canted when the pin is inserted. The supplier has been notified of the issue. Manufacturing is inspecting 100% for this issue.

Event description:
The customer further reported that the generator did not provide an end tone during use. Error messages, or regrasp alarms, were sounded. The tissue/structure being worked upon was the omentum majus, adhaesions that were 1-3mm in size. Blood was found in the stomach, but no clear source of bleeding was identified. The patient is currently listed as being fine. The preoperative diagnosis for the patient was gastric carcinoma.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colon case the sealing time from the device was longer than usual. The device was replaced with another device of the same type in order to complete the procedure. The patient required another procedure the day after the initial case due to secondary bleeding. The amount of blood loss was reported as being greater than 250cc. Additional questions regarding the device and incident have been asked.